Manufacturer narrative:
Device received with high sleep current due to moisture damage at the electronic assembly. Device passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No the main arm cannot communicate with the motor arm, the motor arm cannot communicate with the main arm or generated if minute event is not received from motor processor or the sw watchdog task is not running properly or rewind anomalies were noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call main arm unable to communicate with the motor arm, motor arm unable to communicate with main arm and minute event not received from motor processor or the watchdog task not running properly alarm on the insulin pump. Customer's blood glucose level was 179 mg/dl. Troubleshooting was performed. Customer was unable to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.